Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a patient with follow information from a physician from (B)(6) of peritonitis in a patient coincident with dianeal, unknown therapy. On an unknown date, the patient began dianeal, unknown therapy. On (B)(6) 2011, the patient contacted baxter (B)(6) technical service center and stated that the patient had been hospitalized due to peritonitis. Outcome and causality were not reported at the time of this report. There was no allegation of device malfunction. Follow up information was received from the physician on (B)(6) 2011 which stated: on (B)(6) 2010, the patient began dianeal-n pd4 1.5 and extraneal therapies. On (B)(6) 2011, the patient was hospitalized due to peritonitis. On an unknown date, the patient was treated with an unspecified antibiotic. On (B)(6) 2011, the patient recovered from the peritonitis and was discharged from the hospital. Per the physician, the causality of this event was unassessable due to the result of the peritoneal effluent culture, which was reported as no growth. The pd therapies were ongoing.